Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 31mm magna mitral valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 29mm 9600tfx transcatheter valve was implanted inside the 31mm valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received information a patient with a 31mm 7300tfx mitral valve implanted four (4) years, nine (9) months, underwent valve-in-valve procedure due to severe mitral stenosis. Tee showed severely fused and stenotic mitral valve, narrowed by what appears to be pannus. Patient presented with acute on chronic systolic heart failure, nyha IV. A 29mm 9600tfx transcatheter valve was implanted inside the 31mm valve. Patient was taken to recovery room in stable condition without complication. Patient was discharged home with home health on post-operative day 22.